Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test, and prime test. The motor passed the motor test. No motor error alarms. The device had an intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The device had a scratched lcd window. The device a cracked case display window corner, cracked lcd window, broken belt clip slot, and a cracked reservoir tube and lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was 384 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.